Event description:
Report rec'd of a non-delivery of medication. The pt had an unspecified wound infection and was receiving merrem 1 gram every 8 hours in 250ml of IV solution. The customer stated that the pt called her after several doses of medication were supposed to have infused, but that only 50ml of solution was gone from the bag. The customer talked the pt through reprogramming the pump over the telephone. The next morning, the customer reported that the bag was still nearly full. The pump was replaced and therapy was continued. The pt missed 3 doses of their medication. There was no reported adverse event with the pt. No medical interventions were required.